Manufacturer narrative:
Date sent to the FDA: 11/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011, and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012, during which the surgeon noted the abscess was extremely large, approximately the size of a grapefruit, and present in the upper abdomen. This led him to an infected piece of mesh that had been previously placed. The mesh was not incorporated. He dissected the mesh and removed it from the abdominal wall. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/4/2021 additional information: a1, a2, b7 h6: appropriate term / code not available (e2402) utilized to capture mesh migration additional b5 narrative: it was reported that the patient experienced seroma and mesh migration following surgery.